Event description:
The physician was removing an axsos distal medial tibial plate and one of the screws was very tightly locked in the plate. The physician attempted to remove the screw with the t15 locking screwdriver (B)(4) and the screwdriver broke. The same occurred with the solid locking attachment (B)(4). On the third attempt the screw and plate were removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke was confirmed. Based on the investigation, the root cause of the reported broken tip of the blade was attributed to a user related issue. It was reported that the surgeon used the screw driver during explantation of a plate and screws. The op technique for the implant extractor set states that: ¿[...] Hardware removal is almost always more challenging than the insertion of the implants. [¿] cold welded screws require cutting tools for metal to remove the screws. [¿] the development of locking plate technology has led to ¿cold welding¿ of screws to the plates. In this case, cutting tools for metal have to be used for the removal of the screws. [¿] warning: if screws are cold welded to the plate, carbide drills may be required.¿ a design change was performed, shortening the length of the tip of the screwdriver. However this design change was not intended to obsolete the use of extraction tools when explanting screws and plates. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
The physician was removing an axsos distal medial tibial plate and one of the screws was very tightly locked in the plate. The physician attempted to remove the screw with the t15 locking screwdriver ((B)(4)) and the screwdriver broke. The same occurred with the solid locking attachment ((B)(4)). On the third attempt the screw and plate were removed.